Event description:
On (B)(4) 2010, the ptm (personal therapy mgr) seemed to turn off after 15-20 seconds. A hard reset was performed. The ptm was not working because sometimes it did not give the pt a bolus. The pt normally felt it when he had a confirmation of a bolus. During the last refill, 85% of the medication was extracted when the pump was supposed to be empty. It was reported on (B)(6) 2010, that the pain returned over the past 2 weeks. The pt experienced increased baseline pain that occurred since the pump and catheter were implanted. The pain is located over the entire system. The catheter had to be re-inserted (unk date) due to dislodgement and the pain has not subsided. At the last refill (unk date) "95% of medication" from the previous refill remained in the reservoir. The reporter did not believe the pump was delivering medication. The hcp turned the pump up 500%; however, the pt still experienced pain. The hcp wanted the pt "full-time" on the pump with no oral medications. The pump battery life was 37 months. The pump contained dilaudid (hydromorphone; there was another medication in the pump for blood pressure. A dye study was performed on (B)(6) 2010. The study was "positive" and the pump was "not working"; "there is a flow, but not a flow all the time." The pt saw the hcp on (B)(6) 2010. Pump replacement was being considered. It was later reported there was no problem found with the dye study. The pt was seeing a new hcp about replacing the pump. The pt is on "lethal doses" of oral meds and other hcps were unwilling to see him because of this. The pt had phantom pain due to complications of ulcerative colitis. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.